Event description:
Xi davinci fenestrated bipolar missing 1mmx1mmx3mm plastic piece of insulation on tip of instrument - unknown if lost in pt or before inserted in pt. In this case, there were no visible pieces of the plastic covering seen in patient. The missing portion was noted after it was removed since the jaws of the instrument would not operate properly. Due to the small size; however, it could not be determined if it was removed throughout the course of normal irrigation and suctioning during the surgery.